Event description:
It was reported by the customer that the x7-8t tee transducer would not articulate during use with an epiq cvx ultrasound system. There was no patient or user harm associated with this event. The field service engineer replaced the transducer to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The issue was not reproducible. It was determined there is no design defect associated with the articulation mechanism. The transducer is safe and effective for its intended use.